Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump reset unexpectedly. Customer¿s blood glucose (bg) level was "high". Although, specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy and bolus via the pump. Reportedly, the customer continued to use the pump for insulin therapy